Event description:
Additional information received indicated the alp embolized and migrated to the right atrium.

Event description:
It was reported that the atrial leadless pacemaker (alp) prematurely released from the delivery catheter (dc) during an initial implant attempt on (B)(6) 2026. The alp was noted used and a new alp was successfully implanted. The patient was stable throughout the procedure.